Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13b13095, h13c16039 and h13d08117 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported, and the cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the event. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.